Event description:
It was reported that this insertable cardiac monitor (icm) displayed an end of service (eos). Boston scientific technical services (ts) confirmed that the device had already reached the recommended replacement time and eos prior implantation, with no recovery expected. A second procedure was required, the icm was explanted and replaced by a new icm. The original icm is expected to be returned for analysis. No adverse patient effects were reported.